Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # (B)(4) the device was returned with the jaws misaligned. Upon visual inspection under magnification it was noticed that the upper jaw was slightly damaged at the retention pin interphase. Resulting in the jaw been loose and difficulty in opening and closing of the jaws. As result of this the upper jaw grasping teeth were bent, this resulted in a short with the electrode and a ¿reposition jaws and reactivate¿ alert screen when the jaws were fully or partially closed. Due to the condition of the device not all functional testing could be performed. The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a total thyroidectomy procedure, after pressing the power button activating the shears did not work. Appearing in the generator the following message "reposition the instrument and then turn the jaws." After attempts appeared the message "replace the instrument". Unknown how case was completed. There were no adverse consequences for the patient.